Event description:
The patient contacted animas on (B)(6), 2010, alleging that there was no power to a pump. The patient claimed that she tried 3 different out-of-package batteries which were correctly inserted. The patient denied any cracks in the casing. She claimed to be using a new battery cap with the spring intact. The patient denied any exposure of the device to moisture. This complaint is being reported due to the unresolved power issue of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.